Manufacturer narrative:
B1 was updated.

Event description:
The patient reported difficulty connecting the sensor to the pod. She stated that she attempted the connection process twice, waiting the full 25-minute connection period for each attempt (approximately 50 minutes total). Following both attempts, the patient received an error message indicating that the sensor was not found. The patient additionally observed that the pod did not advance the pink slide as expected after completion of the 25-minute connection period. As treatment, the patient activated a new pod and planned to allow the connection period to complete to determine whether the issue would resolve.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.